Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight and bmi at the time of index procedure date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Was the abscess and erosion first noted at the same time? Was medical intervention was given for the pain management? Results? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and surgical findings. What is the patient's current status? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological procedure in (B)(6) 2012, due to urinary incontinence, and mesh was implanted. In april, the patient experienced persistent pain over the symphysis, however, the doctor did not find macroscopic suspicion of problem with the mesh. In (B)(6) 2020, the patient returned to the hospital due to constant pain over the pubic symphysis. After testing, the doctor found an abscess around the right ¿leg¿ of the mesh. The patient received IV antibiotic treatment. The patient later underwent surgical intervention where mesh erosion was noted, and the mesh was partially removed. The abscess cavity was also emptied and rinsed with saline and the patient continued antibiotic treatment post operatively. The patient continues to experience pain, fluid collection and urinary leakage. Additional information has been requested.